Event description:
Customer reported the screen flickers and is displaying distorted images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated boards and connectors and adjusted the camera. System operates as intended. This MDR is related to ge healthcare complaint number.